Event description:
It was reported that the patient did not feel that the superion indirect decompression system implant was helping his pain there was no device or placement issue. The patient underwent an explant procedure, and there were no patient complications. The explanted device was discarded. Boston scientific has been unable to obtain the device implant date and lot number, despite good faith efforts.